Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the remaining longevity, from 53% in may to 15% currently. Premature battery depletion was suspected. A request was made for technical services to review the available data in the remote monitoring system and provide a replacement window. No adverse patient effects were reported. Engineering analysis confirmed the device was depleting prematurely due to increased power consumption and recommended device replacement for within 62 days. The device was explanted and replaced about five weeks later. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the remaining longevity, from 53% in may to 15% currently. Premature battery depletion was suspected. A request was made for technical services to review the available data in the remote monitoring system and provide a replacement window. No adverse patient effects were reported. Engineering analysis confirmed the device was depleting prematurely due to increased power consumption and recommended device replacement for within 62 days. The device was explanted and replaced about five weeks later. No additional adverse patient effects were reported. The explanted device was returned for analysis.